Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was shooting out. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, and scratched reservoir tube window.